Manufacturer narrative:
A patient experienced an infection at the ipg was reported to abbott. The entire system was explanted to address the issue. The patient was administered both oral and IV antibiotics to address the issue. As a result, a device history record was performed to review and confirm the sterility of the ipg. Based on the documents reviewed, the source of the infection remains unknown. The results of the investigation are inconclusive based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that patient experienced an infection at the ipg. As a result, surgical intervention was undertaken on (B)(6) 2023 wherein the entire system was explanted to address the issue. The patient was administered both oral and IV antibiotics to address the issue.

Manufacturer narrative:
Date of event is estimated.